Event description:
It was reported that the right atrial (ra) lead experienced high impedance of greater than 3000 ohms while measured in atrial fibrillation (af), however, when measured in sinus, the impedance observed was 550 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).